Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the guidewire was used to position the left ventricular lead. The guidewire had become stuck inside the lead. The lead was not used replaced. The patient was discharged.